Event description:
It was reported that the patient had experienced increased spasticity with an abrupt increase in leg spasms that began on (B)(6). Four days later, a dye study was performed, but no cerebrospinal fluid (csf) could be aspirated. On the following day, a kink in the spinal catheter segment was found intraoperatively. The kink was "easily smoothed", but the csf flow through the catheter access port was still sluggish. The surgeon decided to replace the entire catheter and decrease the medication dose by 75%. It was reported that the patient had been hospitalized and has had a recent urinary tract infection (uti). About one week after surgery, it was reported that the patient's spasms were "much better" after the revision, but the patient had not returned to his baseline yet, which was attributed to the dosage drop to 75% of the prior dose. The managing physician planned to increase the dose back up to the preoperative levels. It was noted that, at the time of report, the patient was in the hospital with an increased white-blood cell count and a possible uti. The drugs used in this system were compounded baclofen and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: catheter. (B)(4).